Event description:
It was reported to boston scientific corporation that a 20 fr safety peg kit was used during a gastrotomy procedure (pt age unk, however, over 18 years). According to the complainant, one side of the tip of the hemostatic clamp was noted to be broken when it was removed from the package. The procedure was completed with this device and other hemostatic clamp. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).